Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation confirms that the distal tip of the anchor is broken and the distal end of the inserter is slightly bent. The failure is consistent with pulling the suture too hard while tensioning it after inserting the anchor causing the anchor to snap and break and the slightly bent inserter tip is an indicated of excessive load that was applied on the inserter by bending or tension. This is a user technique issue. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed a dissimilar complaint for this lot released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during bankart repair surgical procedure, it was observed that the bioknotless rapide (br) w/ orthocord broke immediately after the surgeon introduced the anchor in a canula and caught the suture in the mouth of the anchor. It was reported that the same like product was used to manage the problem during the procedure. It was not reported if there was a delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.